Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog. According to the user's report, the drug solution did not come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 2165551, cat. No. 320559. Visual examination was carried out on the returned sample and photos a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog. According to the user's report, the drug solution did not come out upon priming.